Event description:
It was reported that the device experienced early battery depletion due to high outputs as a result of high thresholds on the right atrial (ra) lead. The device was explanted and replaced, and the lead was replaced. The patient is a part of the panorama study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.